Manufacturer narrative:
The ventilator was investigated by our field service engineer. No device errors were found. The ventilator passed pre-use check and was returned for clinical use. No parts were replaced and no ventilator logs were provided. A possible cause is that the inlet wall pressure was higher than 600 kpa (6.0 bar). The conclusion is that the ventilator worked according to its specification and alarmed as expected for actual high supply pressure.

Event description:
It was reported that the ventilator alarmed for high o2 supply pressure. There was no patient harm. Manufacturer's ref #: (B)(4).